Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by door failure. The field service engineer restarted the machine with all doors open and successfully recovered all. The issue was resolved and tested in hardware test application. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system unable to get medicines from machine. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.